Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system, the user was unable to authenticate login. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section e initial reporter addr, initial reporter zip and section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist (tss) dialed into the server, identified that the user account was active and not locked, and restarted the active directory synchronization service, but the issue remained unresolved. The tss identified that the mobile dock service was stopped and enabled the remote dispensing. The tss found remote medicine queue and remote medicine waste as it was unchecked and informed the customer about findings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system, the user was unable to authenticate login. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.